Event description:
It was reported that on the day of implant there was a mild hematoma and ecchymosis at the implant site. A pressure dressing and ice were applied to the site. The device is still in use. The patient in enrolled in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that there was a small ooze after the incision was closed. The event was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.